Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male with a past medical history of coronary artery disease (cad) presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical status consistent with scai shock stage d. An impella cp was implanted via percutaneous access through the left femoral artery on (B)(6) 2026 at 06:35 am without procedural complication. Following initiation of support, the patient developed clinical signs consistent with hemolysis, including red-colored urine, and was noted to have loss of distal perfusion in the accessed limb, which became cold and pulseless. Angiographic assessment confirmed absence of distal flow. Device position was verified as appropriate via fluoroscopy, and no active device alarms were noted. The patient¿s act was elevated at 438 seconds. Due to persistent limb ischemia and hemolysis, the interventionalist elected to explant the device at 07:20 am. Following device removal, distal pulses returned and limb perfusion improved. The limb ischemia resolved, and the patient remained stable and survived to explant. The elevated act suggests anticoagulation outside the recommended therapeutic range, which may have contributed to the clinical presentation. The device involvement cannot be excluded and remains inconclusive.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect - clinical code e0509.